Event description:
Few hours after device implantation, it was observed that the device was pacing the ventricle at a rate of 65 min-1, despite the basic rate was set to 80 min-1. The rest rate was not expected to be operating with current device programming. Nevertheless, an expected behavior was recovered by reprogramming the rest rate to 80 min-1.

Manufacturer narrative:
(B) (4). Analysis is pending.